Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.

Manufacturer narrative:
The device was received not deployed. A drive stall occurred during the pod's run, causing the ratchet gear not to be sufficiently rotated to release the release bar and deploy the needle mechanism. This generated an 0x40 alarm in the download data. The drive stall was replicated during testing when the hook talon was observed failing to detent the ratchet gear. Damaged ratchet gear teeth were found during investigation, causing the failure to detent and the failure to deploy the needle as intended.****per new information, the following were updated*** d1 - brand name changed from omnipod insulin pump to omnipod insulin management system. D4: model no changed from 14810 to 19191. D4: lot no changed from blank to l45416. D4: catalog no changed from zxy425 to zxp425. D4: expiration date changed from blank to 7/12/2021. D4: unique identifier (UDI) # changed from (B)(4). G5: PMA/510(k) # changed from k192659 to k162296. H4: device mfg date changed from blank to 1/12/2020.